Event description:
Subsequent to the initial medwatch additional information was received reporting that the promus stent delivery system was never inside the patient because the device became stuck on the guide wire during advancement. During attempts to pull the device back, the distal shaft separated and the stent dislodged. The patient's current condition is excellent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) noted blood visible on the shaft and in the guide wire lumen and there was dried contrast on the shaft, which is consistent with preparation and the sds at least partially advanced over the guide wire. The stent had dislodged proximally onto the shaft, confirming the reported information. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon had separated from the shaft at the proximal balloon seal and was returned frozen on the proximal end of the guide wire. The fracture faces were jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The outer member was stretched for a length of 1 mm proximal to the proximal seal. The inner member had separated 1 cm proximal to the proximal seal. The inner member was stretched for a length of 2 cm. The inner member in the balloon was bunched for a length of 1.5 mm distal to the distal balloon marker. An attempt was made to remove the separated balloon from the guide wire but the sds was frozen on the guide wire and could not be removed. The guide wire was returned with blood on the core. There were offset and overlapped intermediate coils 1.5 mm and 6 mm proximal to the center solder. The stent outer diameters and guide wire outer diameters were measured and met manufacturing criteria. The inner diameter of the guide wire exit notch was measured and met manufacturing criteria. The tip of the guide wire was tugged on to confirm the core and shaping ribbon were intact. Factors that may contribute to the inability to retract or advance the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It is possible that the build up of blood in the guide wire lumen of the catheter and on the guide wire contributed to the difficulties advancing the sds and further contributed to the damage noted to the guide wire. Additionally, as resistance was encountered, if force was applied, this would contribute to the shaft bunching, creating additional resistance. The attempts to remove the frozen catheter from the guide wire would then contribute to the shaft separating and further damage to the catheter. Additional handling during the attempts to remove the sds from the guide wire would have contributed to the stent dislodging from the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the difficulty advancing/removing the sds on the guide wire could not be determined; however, the shaft separation and stent dislodgement appear to be related to the operational context of the procedure. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, all stent delivery systems are 100% visually inspected online for damage.

Event description:
It was reported that the stent would not deploy. No patient effects were reported. No additional information was provided. Device analysis identified that the stent was returned dislodged and the balloon and inner member were separated at the proximal seal. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.